Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump history was not recorded correctly, the infusion set change dates were incorrect. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
It properly recorded the correct time and date when the reservoir started in the status screen. No history anomaly noted. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.